Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The device history records & receiving inspection report were reviewed for deviations and / or anomalies with no deviations and / or anomalies identified. Verified item lot combination and reviewed manufacturing date as tasp exhibits signs of repeated use (nicked or gouged) and is fractured on lateral side of post. Not all pieces were returned. Medical records were not provided. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device.ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through the worn instrument return form that the instrument fractured. There is no allegation against a patient or specific procedure at this time.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.